Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. The patient¿s pacemaker system includes a boston scientific right atrial (ra) and right ventricular (rv) leads. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt code: 4580. Device code: 3190. Reference report #mw5176447.